Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported that the resection sheath had a broken ceramic tip; however; this was incorrectly reported. The customer reported the plastic part was broken, there were no issues with the ceramic tip. Per the legal manufacturer, this issue of the broken plastic part is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was not returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device. Additional PMA/510(k): k931995.

Event description:
It was reported to olympus that a resection sheath had a broken ceramic tip. The reported problem was found during reprocessing after procedure. The intended procedure was plasma surgery. The facility finished the procedure with another one. There was no patient injury or adverse event reported to olympus.